Manufacturer narrative:
(B)(4). (B)(6). The sample was received for evaluation. Visual inspection confirmed the reported issue. Tiny white particles were found floating freely in the fluid of the bladder. The white particles were in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that one intermate elastomeric device was observed with white particulate matter found in the solution inside of the reservoir. This observation was made after the device had been filled with meropenem. This was observed prior to patient connection. No additional information is available.